Event description:
The customer reported that when the alarm is attached to the nurse call sys and pressure is off the pad the nurse call light will not sound. Customer got another working alarm and tested it in the room and that alarm worked fine. No other damage reported by the customer. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) alarm, failure to. Eval of the returned product found alarm powers on but does not trigger the nurse call light to come on when pressure is off the sensor pad. The nurse call receptacle is loose and when wiggled back and forth, the nurse call light comes on and off. The warning label that is across the seam of the alarm case is split down the middle. (B)(4).